Manufacturer narrative:
The pipeline embolization device will not be returned for evaluation as it was implanted in the patient; therefore, no definitive conclusion can be drawn regarding the clinical observation. Per pipeline¿ flex embolization device instruction for use: do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during embolization treatment of a left large internal carotid artery aneurysm, the middle segment of the pipeline embolization device(ped) did not fully expand. It was reported that device was fully expanded distally and proximally. The patient's anatomy was severely tortuous proximally and the ped was deployed on a bend. They had to bring the patient back two weeks post procedure to the lab in order to angioplasty the middle section of the device to fully open it. A scepter c was used with a high pressure peripheral balloon (gateway) to open the pipeline device. Post angioplasty, the pipeline was still narrow. It opened a little but not fully. There was no harm to the patient and the patient is doing well.